Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative an umbilical hernia repair procedure, after the insertion of the mesh into the patient, the mesh had to be removed as the patient developed a bowel obstruction causing the bowel to adhere to the mesh and the bowel had started to integrate into the mesh. The injury did not cause bowel leakage as it had not penetrated the entire thickness of the bowel wall. The patient was brought back to have the mesh removed through an open umbilical hernia repair. The original hernia defect was closed with suture and another mesh was placed over the defect. The surgeon speculated that the anti-adhesion hydrogel barrier had dissolved prior to 21 days. The patient had an extended hospitalization for 2-3 days.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual examination of the returned sample shows that the sample was not returned in its original packaging. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The mesh was found contaminated by blood. Mesh dimension and textile knitting were found as expected. The collagen film was found totally resorbed. The expanders presented 2 breaks at the opposite side of normal location for folding the mesh. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Corrective action requires that the mesh was broken in 2 sides of the expanders, not in the normal location for folding the mesh. The product instruction for use which accompanies each device states in chapter ¿operating steps ¿ positioning¿ that ¿3. Fold the hydrated composite ventral patch in half along the junction of the two violet exp anders.¿ it should be noted that a 10 mm trocar has been used. The product instruction for use states in chapter ¿warnings and precautions¿ that ¿the device is designed to be used by open approach¿. A search of our global complaints database revealed that this was the only report on file for this lot of product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.